Event description:
A computed tomography scan was completed prior to a redo atrial fibrillation procedure and left inferior pulmonary vein stenosis was noted. The previous atrial fibrillation procedure was completed in (B)(6) 2023, and a surgical ablation was completed (B)(6) 2023. It is unknown what caused the stenosis.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported stenosis could not be conclusively determined.